Event description:
It was reported during the procedure, the 2.3mm distal screw did not lock into the plate. The screw kept spinning and could also not be removed. From the plate. All other screws had been already placed/locked into the plate at this time, and as a result of this issue, all screws and the plate were removed from the patient. The 2.3mm distal screw still could not be removed from the plate itself. A new plate was used to complete the procedure. This issue prolonged the procedure by 30 minutes. There were no adverse consequences to the patient. This report is related to report numbers 3025141-2023-00001, 3025141-2023-00002, 3025141-2023-00003, 3025141-2023-00005, 3025141-2023-00006, and 3025141-2023-00007 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.